Event description:
It was reported that the pt underwent a spinal procedure at unk level to implant the peek interbody device. The pt reportedly not fused post op. The secondary surgery was performed to remove the implant at a different facility. The implant was replaced at the secondary surgery.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies was returned to the MFR for eval. We are unable to determine the cause of the event.